Event description:
It was reported that the patient was experiencing pain at the ipg site whether stimulation was on or off. It was also noted that the patient was not getting an adequate pain relief despite reprogramming. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.